Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the power inlet module fuse housing was melted and the fuse was bad. The power inlet module was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that (B)(6) (customer) called in to open a work order as it was reported to her that this unit would not power on during cleaning. Investigation showed the power inlet module fuse housing was melted and the fuse was bad. There was no adverse event reported as a result of this malfunction.